Event description:
Medtronic received information regarding 2 pipeline flex with shield stents that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular ophthalmic artery aneurysm. The distal landing zone was 4.0mm and the proximal landing zone was 5.0mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level 13. It was reported that all devices were prepared as indicated in the instructions for use (IFU). It was noted that the same issue occurred with both 5mm pipeline devices. The distal end failed to open during deployment though the middle section appeared to be opening. The pipelines were more than 50% deployed when the failure to open was observed. The pipeline was not positioned in a vessel bend. Each pipeline was resheathed 2 or less times. No other steps or devices were required to try and open the pipeline. The pipelines were both resheathed and removed with the microcatheter. After the failure of both 5mm pipeline shield devices, a pipeline 4.75mm stent was used to successfully complete the procedure. It was noted the 4.75mm pipeline opened easily and post-procedure angiography showed good apposition with some stasis in the aneurysm and all vessels showed good flow. There was no harm or injury to the patient. Ancillary devices: neuron max sheath, phenom plus guide catheter, phenom 27 microcatheter, synchro 2 guidewire.

Manufacturer narrative:
Associated with MDR #: 2029214-2022-01867. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced a saccular ophthalmic aneurysm.

Manufacturer narrative:
H3: product analysis #283968917: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) and in-house 0.0265in mandrel, drawing(s) referenced: n/a , as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton and inner pouch. There was no pushwire returned with the pipeline flex shield braid. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and moderately frayed. No other anomalies were observed. Testing/analysis: n/a , conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid was found damaged. However, the cause of damaged braid could not be determined. (Nikkhs2 2022-12-22) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.